Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the reporter that her daughter took the bgm reading before going to the hospital with her grandmother. Before going to the hospital, she said her daughter took 10 units of insulin and tried calibrating. The egv on the dexcom app and omnipod 5 insulin pump was 212 mg/dl while the bg was 400 mg/dl. The patient felt dizzy and vomited, which prompted them to bring her to the hospital, where she was diagnosed with dka. The healthcare personnel performed a bgm test, and her reading was still around 400. She was given dka treatment and a dextrose IV and was advised to avoid eating while her glucose levels were high. The patient¿s mother could not provide the exact medications that were administered to her daughter at that time. The patient was in the hospital less than 24 hours. She was fine/good during the report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values taken at the hospital available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.